Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support on performing a pump reset, the caller successfully started their sensor session, and the error did not reappear.